Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the subject device exhibited an alarm and upon closer inspection, it was noted that one of its legs broke and fell into the patient's abdomen. The issue occurred during a therapeutic laparoscopic endometriosis resection and rectal resection while the patient was under general anesthesia. The fallen part was laparoscopically removed with instrument via trocar, which took 3 minutes. There was a 10-minute delay to replace the device and the procedure was then completed. The patient was stable at the time of the incident. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (falling of the grasping section) likely occurred due to the following: 1. An excessive force (in the direction for opening) was applied to the grasping section. This caused the grasping section to detach from the shaft. 2. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar.¿ ¿should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.¿ this supplemental report includes a correction to g2 and h8 from the initial medwatch. Also, information has been made to h4. Olympus will continue to monitor field performance for this device.